Manufacturer narrative:
Customer quality conducted a review of the provided x-rays. CT images provided were reviewed and the complaint condition of infection cannot be confirmed based on images, therefore further investigation cannot be performed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information: medications: amlodipine (norvasc), ascorbic acid, docusate sodium, ferrous sulfate, nafcillin, pantoprazole (protonix), xarelto, diovan, atorvastatin (lipitor), norco, dilaudid, zolpidem (ambien), nocturnal oxygen, oxycodone, lovenox (enoxaparin), rifampin, aspirin, vancomycin, cefazolin (ancef), ondansetron (zofran), prilosec, atenolol (tenormin), valsartan (diovan), fentanyl injection, labetalol (trandate) IV injection, hydromorphone (dilaudid); melatonin tablet, potassium chloride oral replacement, magnesium sulfate, naloxone (narcan) injection, docusate (colace) capsule, magnesium hydroxide (mom) oral suspension, senna (senokot), bisacodyl (dulcolax) suppository, magnesium citrate oral solution, sodium phosphates, b-blocker, polyethylene glycol (miralax), gabapentin (neurontin), tamsulosin (flomax), roxicodone, rivaroxaban therapy, morphine, diphenhydramine (benadryl), ketorolac (toradol), bisacodyl, dss, demerol, meperidine hcl, vistaril, vicodin, mineral oil, ceflin, vasotec, procardia, heparin, solumedrol IV, prednisone, pepcid, lopressor, plavix, viagra, tylenol, chlorhexidine gluconate, lasix po, lovenox, rifadin, ns bolus, xylocaine injection, lidocane cream, lidocane jelly, hydroxide, percocei, mefoxin, cepacol, asa, neo-synephrine, zemuron, reglan, fleet enema, omeprazole, glocosamine chondrotin, vitamin c , calcium carbonate (tums), metoprolol tartrate (lopressor), acetaminophen, nitroglycerin sl (nitrostat), tramadol (ultram), sodium chloride, covace, stress formula 500/zine tablet additional classification code: ktt. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was pumping gas and stepped over gas pump hose when he tripped and fell onto his left side and injured his left hip on (B)(6) 2014. Patient reported that he straightened his left leg and heard a pop and some pain. The patient reported having some recurrent sciatica symptoms with his right hip and knee and his knee would periodically give out. Patient believes his right leg may have buckled, causing the fall/fracture of his left lower extremity. Patient had severe pain and was unable to ambulate thereafter. His right leg had some contusions following the fall. It was noted that his left lower extremity was in external rotation. Patient underwent open reduction internal fixation for a left subtrochanteric femur fracture on (B)(6) 2014. There was oozing from fracture site which required intraoperative transfusion with 5 units of packed red blood cells. The 9-hour surgery was complicated and prolonged including one hour of transfusion. Estimated blood loss during surgery was approximately 2 liters. Preliminary x-rays taken on (B)(6) 2014 of the left hip showed severe posterior sag of the proximal segment and anterior thigh. To help reduce the posterior sag deformity, a crutch was placed and pressure on the anterior thigh to help reduce apex anterior angulation of the distal femur allowed closer alignment of the fracture. Appropriate reduction maneuvers were then used to try and place the short oblique fracture site into a better reduction position. Due to the continued pull of the iliopsoas, no anatomic reduction could be achieved and so the skin over the fracture site was then incised. There was failure to achieve appropriate rotation at the fracture site due to the short oblique fracture pattern and the medial and posterior bone loss. There was varus angulation at the fracture site due to the nature of the fracture pattern. Manual reduction as well as clamps were then performed at the fracture site to obtain a near anatomic reduction and then proximal and subsequent serial reaming was then done. A nail (non-synthes) was placed from proximal to distal, and there was significant displacement and malrotation at the fracture site. Nail was removed and re-reduction done. With an attempt at a pass from the proximal to distal fracture site, no anatomic reduction could be maintained. It was also noted that the patient was moving his leg and so the anesthesiologist performed an awake intubation on the patient. Assistance from another surgeon was obtained to manage the fracture site to achieve a near anatomic reduction, and safely place instrumentation. The nail was passed from proximal to distal and there was still malrotation, diastasis and angulation at the fracture site. A recon plate was then placed at the anterior aspect of the femur bridging the fracture site once the fracture was in near anatomic position. This helped to reduce the fracture site and the nail was attempted to be placed again. It was believed that the nail would continue to cause a fracture diastasis and malrotation even with an anterior plate for added stability. The gamma nail which could not be placed was removed and a proximal femoral locking plate was used to achieve and hold near anatomic reduction and rotation. This plate was called for and there was none available and a large fragment broad plate, the longest one in the set, was used and positioned to maximize proximal fixation. An 11-hole plate was used and at least 6 cortices were achieved proximally and greater than 8 cortices were achieved distally. (Large fragment broad plate, 11 hole and recon plate, 6-hole with corresponding nonlocking cortical and cancellous screws) (2 large fragment plates with 1 lateral and 1 anterior).the entire construct consisted of plates and screws from another manufacturer, with the exception of one 4.5mm cortex screw. According to the implant records the synthes screw was documented along with the other manufacturer¿s screw. It is unknown as to which screw was implanted in the patient. The implant records documented both screws. The anterior plate was removed and a longer 6-hole plate (non-synthes) was placed to achieve bicortical fixation of this anterior plate, placed in a 90-degree position from large frag plate. Anterior large fragment plate was not able to be fit. Wound was then thoroughly irrigated. A 30 ml bottle of cancellous bone chips were then used to fill the posterior medial and proximal defects from the initial injury. Wound was then thoroughly irrigated. Patient was closed and left lower extremity was then placed in a knee immobilizer. Patient was stable and transferred to the recovery. Sepsis screening was completed on (B)(6) 2014 and no clinical suspicion of infection was currently present. On (B)(6) 2014 it was noted that the thigh and buttock was swollen with reports of pain with moderate pressure. IV antibiotics were continued 24 hours from day of surgery, due to prolonged intraoperative open wound exposure. On (B)(6) 2014 it was noted that patient has numbness in right foot and pain around fracture site. Decreased sensation still at the plantar aspect of the foot and at the first webspace. Patient transfused with another unit of packed red blood cells on (B)(6) 2014. On (B)(6) 2014 it was noted that the incision is clean, dry, and intact, but there is obvious serous drainage onto the dressings. Pain reported in the knee, left hip and right calf pain that was worse with foot flexion reported on (B)(6) 2014. Patient noted to have plate fixation with some varus collapse but no acute signs of infection other than mild erythema of the wound. Postoperatively, patient was transferred to a local skilled nursing facility for 2 days and then subsequently transferred on (B)(6) 2014 to another skilled nursing center for approximately 2 weeks. Status post 4 weeks ((B)(6) 2014), patient still complaining of pain in left hip. The left hip joint is intact. There is a promixal femur fracture with recent orif and no displacement. Staples removed on (B)(6) 2014 from left hip and steri strips applied. Given an immobilizer on (B)(6) 2014. Small amounts of serous drainage noted. Surgical incision warm to touch, redness noted around staples insertion site. Pain in hip noted on 10/16/14. Mild erythema was noted around the staple sites with drainage, subsequently resolved. There was minimal pain and able to participate in physical therapy. Drainage resolved completely for 3-4 days, after being discharged on (B)(6) 2014. Patient at home for approximately 3 days when he noted the onset of large amounts of discharge from his left hip incision. He was seen in the office, where his left hip incision was erythematous, indurated with serous discharge issuing from the incision site and he was admitted for evaluation of possible postoperative hip infection. Patient was transferred to (B)(6) health facility (skilled nursing facility) on (B)(6) 2014 for rehabilitation and was discharged on (B)(6) 2014. This complaint involves one (1) device. This event is captured in three (3) complaint files: (B)(4) captures the legacy etq complaint - patient underwent open reduction internal fixation for a left subtrochanteric femur fracture on (B)(6) 2014. (B)(4) captures postoperative infection and irrigation and debridement on (B)(6) 2014. (B)(4) captures postopertive infection and removal of hardware on (B)(6) 2014.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: relevant tests/laboratory data. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown hip construct. Part and lot numbers are unknown; UDI number is unknown. Device was not explanted complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on or about (B)(6) 2014 a patient sustained a fall and underwent surgical treatment of a left subtrochanteric femur fracture and a left hip open reduction internal fixation. Reportedly, the patient sustained unknown injuries including shock and injury to his nervous system which are believed to have caused physical and nervous pain. Patient has required medical treatment. This report is for one (1) unknown hip construct this is report 1 of 1 for (B)(4).